Event description:
It was reported by the biomed a surgeon could not get the red engaging button to stay down to insert the trocar. A new trocar was opened to complete the case. The rep was notified to gather info. There was no consequence to the pt.